Event description:
It was reported by the attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to cystocele, rectocele, enterocele, urinary incontinence, vaginal prolapse and para-vaginal defect. It was reported that following insertion on (B)(6) 2005 the patient experienced pain, extrusion, urinary problems, dyspareunia and recurrence. It was reported that patient underwent mesh revisions/removals on (B)(6) 2007 and on (B)(6) 2013. It was reported that the patient underwent a gynecological procedure and mesh was implanted due to severe pelvic organ prolapse. It was reported that patient underwent mesh revision posterior wall on (B)(6) 2007.

Manufacturer narrative:
Date sent to the FDA: 07/08/2016.